Event description:
Information received from risk manager in 2007: date of incident: one month earlier. Drug information: drug: morphine 275mg/55ml. Dose: 1mg. Lockout: 10 minutes. Max. Hourly: 1.2mg/hr. What happened: pump programmed at a concentration of 1mg/55ml instead of the standard concentration. Patient received the full syringe in one dose. Patient outcome: patient had respiratory arrest, received narcan and was transferred to the ICU. Patient discharged home 3 days later - no sequelae. Customer is inableto locate the device so is unable to send the device in for investigation.

Manufacturer narrative:
Manufacturer's report date: 2007. Ongoing support and education being provided to this customer. Patient information requested and all available information is included.